Event description:
Procedur: laparoscopic cholecystectomy. Reportedly, during removal of the cannula, the metal part of the cutting blade came off and fell into the pt cavity. The metal piece was removed without difficulty. No pt injury was reported.